Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2013- device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the black box history showed evidence of power on resets. No physical damage was observed to the battery cap/compartment. The battery cap was found to be within specifications. The pump was exercised for 24 hours with no power issues occurring. The pump was opened and evidence of moisture was observed. Unrelated to the complaint, the history revealed the time/date reset to default; visual inspection of the internal battery revealed it was leaking. The reported complaint was verified in history but not duplicated during investigation.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter stated that the pump was experiencing intermittent power loss. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.